Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of an "allergic reaction with associated edema, diffuse erythema, and diffuse welts" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results ( endotoxins, bioburden) are registered as conforming to the specs. No record of nonconformities, anomalies, changes or complaints are in connection with this complaint. The sterilization cycle in registered as conforming. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is before advisable to take these potential risks into account.

Event description:
Healthcare professional reported 24 hours after injection to the nasolabial folds, cheeks, and chin with juvederm ultra plus xc, pt developed "edema (allergic reaction), diffused erythema without heat or secretions and diffused wells in nose, upper lip, and cheek with an irregular pattern." Pt treated with allegra-d fexofenadine hcl and moxifloxacin. Symptoms have resolved.